Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) reached end of life (eol), and a patient safety alert was received. The clinic has scheduled the patient for a device change twice, but unfortunately the patient cancelled both surgeries. The clinic contacted technical services (ts) for information on the eol device status due to the patient is dependent and was unable to receive information. The patient was admitted to the hospital for monitoring until the device replacement procedure next week. At this time, the device remains in service. No adverse patient effects were reported. Received additional information the crt-d was explanted and replaced successfully with another boston scientific crt-d. Outside of the revision; no adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) reached end of life (eol), and a patient safety alert was received. The clinic has scheduled the patient for a device change twice, but unfortunately the patient cancelled both surgeries. The clinic contacted technical services (ts) for information on the eol device status due to the patient is dependent and was unable to receive information. The patient was admitted to the hospital for monitoring until the device replacement procedure next week. At this time, the device remains in service. No adverse patient effects were reported.